Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl while wearing the pod for more than 48 hours. The patient stated they thought the pink slide did not move forward, which would indicate a needle mechanism failure. The patient did confirm that the cannula did insert into their skin and upon removal of the pod they did not recall anything unusual with the appearance of the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.